Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was detached. The target lesion was located in the peroneal artery. A 2.00 mm peripheral rotalink® plus was selected for use. During the procedure, it was noted that the burr detached from the catheter inside the patient. The burr was removed together with the catheter and wire as a whole. No patient complications reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was loosened in a backward position. The burr was detached from the coil and received on the rotawire. The burr was able to be removed from the rotawire with no issues. The bottom of the burr was damaged. The annulus was damaged, not round and flattened. The sheath was detached under the strain relief around the bond/weld area. The separated end of the sheath appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the burr was detached. The target lesion was located in the peroneal artery. A 2.00mm peripheral rotalink® plus was selected for use. During the procedure, it was noted that the burr detached from the catheter inside the patient. The burr was removed together with the catheter and wire as a whole. No patient complications reported and patient's status was fine.